Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed the device was unable to detect the syringe size due to the defective plunger printed circuit board (pcb.) The plunger pcb was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displays the error as does not recognize 1 ml and 3 ml syringes. The device evaluation confirmed the pump failed to recognize the plunger size. There was no patient involvement.